Manufacturer narrative:
The oad is being returned to csi for analysis. Failure analysis investigation will begin upon receipt and findings submitted in a supplemental report.. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a portion of a csi orbital atherectomy device (oad) was left in the patient. There were multiple target lesions in the peroneal artery that spanned 5cm. The physician used a 6fr/45cm destination introducer sheath and a 0.018" cxi crossing wire to access the lesion. The cxi wire was exchanged for a csi viperwire guidewire and the oad was loaded onto it. The physician completed one run at low speed for 40 seconds. During an attempt to remove the device, the physician discovered that the oad was stuck in the patient. The physician attempted to pull the guidewire through the device, but it became stuck in the device. The physician was then able to remove the oad and guidewire as a unit from the patient. However, a portion of the driveshaft had fractured and was left in the patient. Additionally, thrombus was noted in the peroneal artery and the patient was taken to the operating room for a femoral-to-tibial bypass. Three requests for additional information have been made, but none has yet been received.

Manufacturer narrative:
The oad was returned with the original guidewire engaged in the device. The initial visual and tactile examination revealed fractured driveshaft filars 147.3cm distal to the lap weld. The distal fractured section of the driveshaft was not returned. No biological material was observed on the driveshaft filars. The fractured driveshaft section was sent for scanning electron microscope (sem) analysis. Sem analysis identified evidence of torsional ductile overload, which is consistent with the driveshaft having been pulled, causing it to fracture. The guidewire was removed from the proximal end of the handle assembly with minimal resistance. Further analysis of the handle assembly and driveshaft revealed that the driveshaft was slightly overloaded at the lap weld and 49cm distally to the lap weld. This type of damage is an indication that the device had experienced some form of resistance while spinning. The initial visual and tactile examination of the guidewire revealed that the spring tip was detached and missing. The distal end of the guidewire core appeared fractured at the proximal solder bond and a 2cm distal segment of the core was missing (the proximal 333cm of 335cm was returned for analysis). Numerous kinks and bends were observed along the shaft. Additionally, adhered biologcal material was observed 4.3cm proximal to the distal fractured end of the shaft. The guidewire also exhibited two areas of surface wear between the adhered tissue and the distal fractured end of the guidewire. The guidewire was also sent for sem analysis. Sem analysis of the guidewire identified rotational damage in the proximal solder bond region, indicating the driveshaft had spun over that area. The damaged section of the driveshaft was destructively removed at the distal edge of the lap weld to allow for further functional testing. An in-house .014" test wire was loaded through the device. When tested, the device spun at low, medium, and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. At the conclusion of the failure analysis investigation the root cause of the fractured driveshaft could not be determined. Sem analysis of the driveshaft fracture identified the presence of torsional ductile overload consistent with the driveshaft having been pulled to fracture, but a conclusive root cause could not be determined. The root cause of the fractured guidewire was contact between the spinning oad and guidewire spring tip. Analysis identified rotational surface wear on the guidewire near the distal fractured end. Bench testing has recreated a similar guidewire failure by spinning a crown over the spring tip and the spring coils rotated until the core wire fractured in ductile torsion. The root cause of the device becoming stuck on the guidewire could not be determined. Analysis of the guidewire identified several kinks; however, it could not be determined whether or not they were present during the case or as a result of attempting to remove the oad and guidewire. The kinked guidewire could have reduced the necessary space between the driveshaft and guidewire that is required for the oad to track and spin properly over the wire. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the guidewire was not reviewed as the lot number is unknown. (B)(4).